Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right atrial lead had exhibited high capture threshold. The patient was dependent. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.